Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient. A device history record (DHR) review for the sapien valve was performed and all manufacturers' specifications were met prior to release for distribution. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. At the time of the index procedure, the sapien was implanted without any issues. An echo performed four days post deployment ((B)(6) 2011) showed the sapien valve well seated in the aortic position with trace paravalvular regurgitation. The procedure was noted to be successful with no complications. Echo imaging performed 30 days s/p tavr procedure ((B)(6) 2011) revealed mild paravalvular regurgitation. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. Physicians are trained to take into account patient factors, such as significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. In this case, the exact cause of the aortic regurgitation (central and pvl) cannot be determined. However, according to the medical records, tee imaging revealed that thrombus was most likely interfering with leaflet mobility causing regurgitation. Since there are no labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through the clinical study, approximately 20 months s/p implantation of the sapien valve, the patient reported having a 6 month history of worsening shortness of breath (sob), fatigue and chronic stable bilateral edema. The patient was admitted for further evaluation and management of acute diastolic heart failure (nyha class iii) after transthoracic echo (tte) performed on (B)(6) 2013 revealed slightly larger pvl (moderate) with no documented central regurgitation when compared to the tte study of (B)(6) 2012 (mild to moderate pvl and central regurgitation ). Furthermore, a transesophageal echo (tee) performed on (B)(6) 2013, showed findings that were suggestive of thrombus interfering with leaflet mobility and central aortic regurgitation. Leaflet # 1 appeared immobile and the leaflet and/or adjacent sinus of valsalva appeared thickened, which raised the possibility of thrombus. Leaflet #2 exhibited mild malcoaptation with a mildly restricted opening, as well as thickening at the commissure with leaflet #1. The patient was started on warfarin and was scheduled to be re-evaluated in 8 weeks.

Manufacturer narrative:
Additional information provided indicated approximately 3.5 years post tavr, the patient expired. Review of serial echo reports (medidata) revealed mild pvl and no cai at 30 days. At 1 year, both pvl and cai were moderate. At 1 year and 8 months pvl was severe and cai remained unchanged at moderate. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts to obtain the cause of death were made, however, the information was not forthcoming. There was no allegation that the death was caused by the sapien valve.